Event description:
It was reported that this insertable cardiac monitor (icm) was disable due to possible device malfunction. Boston scientific technical services indicated that based on the date and time between the last connection and the implant date, the icm probably had reach the end of service (eos) status; however, the alert was a partial upload. The healthcare provider confirmed that patient had missed last two schedule transmission. The icm remains in service and no adverse patient effects were reported.